Event description:
(B)(4) was changing the evd drainage bag. Upon tightening leur lock female piece attached to eds into male receiving portion on the new bag, the female side cracked and fell off the eds onto the floor. Rn unable to attach new drainage bag to system resulting in the need to change out the entire eds.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Revised risk review: per (B)(4) risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID (B)(4) cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag effect (harm) - delay in patient treatment. Residual risk low the hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag broke off. The broken component was not returned with the eds system, so it is not possible to determine what caused the breakage. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. Failure mode: confirmed / spin luer lock breakage during use.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). The lot number of the affected part was not provided. Per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.12. Cause - stopcocks: broken, cracked/fractured luer fitting. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c - rn was changing the evd drainage bag. Upon tightening leur lock female piece attached to eds into male receiving portion on the new bag, the female side cracked and fell off the eds onto the floor. Rn unable to attach new drainage bag to system resulting in the need to change out the entire eds.